Manufacturer narrative:
Additional review indicated conclusion code is not applicable to the event.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was explanted on (B)(6) 2017. The manufacturer representative stated that the ins was discarded at that time. No furth ER complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was an infection at the ins site. The rep reported that the ins would be explanted. No further complications were reported.